Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores on his side from the electrodes. The sores were described as "bigger than a silver dollar". The patient's doctor prescribed calmoseptine. The patient ended use of the device. The outcome of the sores is unknown.